Event description:
Customer reported that she has been struggling with erratic low and high blood glucose readings. Customer stated that the paramedics were called to assist her with low blood glucose. Customer stated that the blood glucose reading was 30 mg/dl when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.